Event description:
On (B)(6) 2023, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 18 jan 2024, the patient went to the hospital to be seen by the gastroenterologist. A CT scan was done which showed diffuse parietal thickening of the proximal jejunum, appearance nonspecific, but of a possible inflammatory nature. On (B)(6) 2024, the patient underwent an endoscopy. During the procedure, intestinal elongation positioned in duodenum lumen was observed but no terminal end of the intestinal tube was observed. The gastroenterologist and surgical team decided to remove the intestinal tube at this time. The tube was removed completely intact; however, knotting and a bezoar were observed on the end. A duodenal ulcer and a mass to be investigated were also noted at this time. The gastroenterologist attributed the duodenal ulcer to contact with the tube. The mass to be investigated was considered not related to the tubes at this time.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar and duodenal ulcer are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.